Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the pyxis freezing up and the keyboard unable to operate. The field service engineer adjusted the keyboard and battery contacts and reboot to resolve the issue. The system functioned as intended after the field service engineer verified the device.

Event description:
It was reported that when using the pyxis medstation es system, it had a pyxis freeze up. The customer reported that an issue occurred when dispensing medications and there was a delay in patient workflow. There were no adverse events or injuries reported based on this event.